Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery at 1a1b for vertebral body fracture due to injury. Post-op, as bony fusion was achieved, removal surgery was performed on (B)(6) 2018. During this revision surgery, it was found that a pedicle screw was broken at the base. The screw broke between the period of initial surgery and removal surgery. No fragment of the broken screw remained inside patient's body. No patient complications were reported after the revision surgery.